Event description:
The pt was bilaterally implanted with smooth saline mammary prostheses on 8/28/95, subsequently the devices deflated and the pt experienced pain and anxiety. The devices were removed on 4/23/97.